Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported to vyaire medical that the avea ventilator on start up the user interface module touch screen is frozen. There is no patient involvement on the associated event.